Manufacturer narrative:
Device remains implanted.

Event description:
It was reported that 2 yukon oct polyaxial screws at t1 broke post-operatively. Revision surgery has not been scheduled at this time. This report will capture the second of two screws.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device history records review could not be performed as a valid lot code was not provided and could not be obtained. A review of complaint history associated with the subject catalog number was performed, and no adverse trends were observed. As no devices or x-rays were available, we were unable to determine the root cause conclusively. Non-union may have contributed to the failure. We were unable to confirm if fusion was achieved. According to the yukon surgical technique, these internal fixation devices are load sharing devices which maintain alignment until healing occurs. If healing is delayed or does not occur, the implant could eventually break, bend, or loosen. Post-operative activities may have introduced unanticipated loading to the construct, resulting in fracture.

Event description:
It was reported that 2 yukon oct polyaxial screws at t1 broke post-operatively. Revision surgery has not been scheduled at this time. This report will capture the second of two screws.